Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times in program mode as follows and the pump tested in specification: 1. 80ml/hr and 12ml. 2. 150ml/hr and 75ml. 3. 250ml/hr and 145.2ml. 1st test: 240ml or 104% of expected volume. 2nd test: 239ml or 103% of expected volume. 3rd test: 239ml or 103% of expected volume. Log review shows on (B)(6) 2015 and 15:18pm a program mode start of 80ml/hr. At 15:27pm with a volume infused of 11.9ml rate changed to 150ml/hr. At 15:57pm with a volume infused of 75.0ml rate changed to 250ml/hr. At 16:32pm an air in line alarm stopped the infusion with a volume infused of 145.2ml. Total volume infused was 232.1ml. At 17:24pm a program mode start of 10ml/hr. At 17:40pm device alarm 007 alarmed with a volume infused of 2.7ml. Program mode alarm ff07/108 head cycle not plausible/defective program flow is remedied by the user in options menu: clear all. Based on the results of the pump evaluation, the pump operated as intended and the reported failure could not be reproduced. No conclusions can be made regarding the cause of the event. All available information has been forwarded to b. Braun melsungen. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: male patient received remicade infusion. It was not until infusion completed and patient left that it was noticed that infusion was under infused approximately 45 minutes sooner than programmed. Patient was on a 2 hour regimen and completed in about 1 hour and 16 minutes. Nurse recognized upon documenting. Patient vitals obtained and stable, dr notified and patient notified. No new orders. Patient presents no ill effects. No injuries reported. No medwatch noted. Remicade total to be infused was 250 cc, programmed 10 cc per hour for 15 min, then 20 ml for 15 min, then 40 ml for 15 min, then 80 ml for 15 min, then 150 ml for 30 min, then 250 ml for remainder of time. 160 ml about 38 minutes. There were no error codes or alarms when titrating . No injuries.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. \a follow up report will be provided when the inspection results become available.